Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included morbid obesity. Concomitant products included carbamazepine (tegretol), fluoxetine hydrochloride (prozac) and quetiapine (seroquel). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("gastrointestinal or digestive system condition type:--, migraines / headaches"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary: vaginal infections"), tooth disorder ("dental problems") and mood swings ("mood swing"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, abdominal pain lower, feeling abnormal, nausea, genital haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache, allergy to metals, vaginal discharge and hormone level abnormal outcome was unknown and the fatigue, weight increased and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. There were five coils visualized after placement to left and four coils were visualized at the end of placement to right fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records received: events vaginal, menorrhagia, apareunia, urinary tract infection, vaginal infections, rashes, bladder disorder, urinary tract disorder, dental problems,migraines / headaches,nickel allergy, vaginal discharge, weight gain were added. Lot number & lab data updated. Concomitant conditions & drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included morbid obesity. Concomitant products included carbamazepine (tegretol), fluoxetine hydrochloride (prozac) and quetiapine (seroquel). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("gastrointestinal or digestive system condition type:--, migraines / headaches"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary: vaginal infections"), tooth disorder ("dental problems") and mood swings ("mood swing"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, abdominal pain lower, feeling abnormal, nausea, genital haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache, allergy to metals, vaginal discharge and hormone level abnormal outcome was unknown and the fatigue, weight increased and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms.there were five coils visualized after placement to left and four coils were visualized at the end of placement to right fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("cramping"), fatigue ("fatigue"), feeling abnormal ("brain fog") and nausea ("nausea"). The patient was treated with surgery (underwent a device removal ). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, abdominal pain lower, fatigue, feeling abnormal and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.